Event description:
A customer reported imprecision with direct bilirubin when using plasma samples on au2700 clinical chemistry systems. It is unknown if erroneous patient results were reported out of the laboratory, or if there was any effect to patient treatment.

Manufacturer narrative:
Beckman coulter in-house investigation confirmed the customer complaint of imprecision at the low end of the analytical range for direct bilirubin when using plasma as a specimen. Precision studies produced a standard deviation (sd) of 1.7 - 2.1 umol/l (0.1 - 0.12 mg/dl) which is outside the precision specification (sd < 1.2 umol/l or 0.07 mg/dl) at a mean plasma direct bilirubin concentration of around 10 umol/l (0.6 mg/dl). The customer was contacted on (B)(6) 2012 and was informed that the imprecision issue at the low end of analytical range was confirmed. Beckman coulter decided to remove the claim for use of plasma as a specimen type for the direct bilirubin reagent until the matter can be resolved. The change is effective immediately for all lots of direct bilirubin reagent, and all relevant documentation will be updated to reflect the change. Beginning (B)(6) 2012, the notification letters have been sent to the customers who purchased direct bilirubin reagents and informed them that plasma is not the suitable specimen type for direct bilirubin assays. Risk analysis performed by beckman coulter indicated that it is unlikely that there is any clinically significant risk of harm associated with this issue, and therefore no retrospective review of results is required.

Manufacturer narrative:
A testing performed at another site ((B)(6)) on the next day using serum and plasma on another au2700 confirmed the imprecision with the below listed data. In this laboratory, plasma sample in a different tube (bd ref (B)(4) more lithium heparin) was used. Sample: serum, mean (mg/dl): 0.19, %cv: 4.63, range (mg/dl): 0.02; plasma, 0.16, 63.17, 0.33. Bec in-house investigation of serum/plasma imprecision confirmed the observation that plasma samples have a higher degree of imprecision at very low direct bilirubin concentrations, but our spread of values was much less than what was observed by the customer. Risk analysis and root cause investigation is on-going.